Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. The customer states that the insulin squirted out and now is receiving a software error alarm. The customer states the insulin continues to drip after letting go of the act button during the prime process. The customer's current blood glucose level is 132mg/dl. Troubleshooting was conducted. A compromised force sensor system alarm was found in the device's alarm history. The customer was advised to discontinue use of the device and that it would need to be replaced. The device is being returned for analysis.